Event description:
During a clinic follow-up, a high pacing impedance was observed on the device. During the revision procedure, it was observed that the device set screws were not tightened properly and were too loose in the device header. The cause of the event was suspected to be due to a set screw anomaly or a header anomaly. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of both the atrial and ventricular set-screws not being able to be tightened on the leads and high lead impedance were not confirmed. Analysis revealed both the atrial and ventricular set-screws were normal, without stripping or defects. With the correct use of the torque wrench, both set-screws were tightened normally onto test leads. Additionally, electrical testing was performed on the device. Is-1 test leads could be properly tightened into the device connectors. The device and leads were submerged in saline solution and the device read the saline solution normally in both unipolar and bipolar configurations. No electrical anomalies were revealed. The problem in the field was related to the user¿s incorrect use of the torque wrench when tightening the set-screws. Furthermore, the set-screws not being properly tightened by the user also caused the high impedance.